Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient developed an infection, blood cultures were positive and the products were removed prophylactically. There were no additional adverse patient effects reported. The ra lead was explanted.